Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology very thrombus and severely calcified in the proximal aortic neck and severe tortuosity throughout the vessels. The aneurysm is currently 45 mm in diameter, and the aortic neck has a 75 degree anterior angulation. It was reported that the stent graft has migrated 35 mm into the aneurysm sac with a proximal type 1 endoleak. The migration was attributed to disease progression and aortic neck angulation. The physician placed two talent aortic cuffs and there was still a type I endoleak present. (MFR 2953200-2009-00966) the physician implanted an aneurx stent graft proximal to the talent stent graft and the type I endoleak was resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: (migration, endoleak). Conclusion: (aortic neck has a 75 degree anterior angulation).